Manufacturer narrative:
Our quality engineer inspected the 3 samples submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the sample. Analysis of the samples showed that the safety could not be activated because the cannula was bent at the tip. Production records were reviewed, and this lot meets our manufacturing specification requirements. As current control, there is a functional test to check and detect safety activation failure. The root cause could not be determined.

Event description:
Material #: 386865. Batch#: 4186001. It was reported by customer that the stylet is not able to be removed from the IV catheter. This issue occurred 3 times on 1 shift, and it happened to 3 different nurses. All of the product with lot number 4186001 was sequestered. I have the devices that failed, and we can send the product back. Verbatim: rcc received a complaint via email. Email(s) attached facility contact: xxx. Department: xxx. Phone number: xxx. Email: xxxxx. Product catalog number: 386865. Product description:catheter intravenous straight cathena peripheral sterile ltx-free disposable us 18gx1.25in bc. Origin of the issue: nursing. Detail: product quality, owens and minor, catalog #386865, lot #4186001, contract #915,coid j9334 from what I understand, the stylet is not able to be removed from the IV catheter. This issue occured 3 times on 1 shift, and it happened to 3 different nurses. All of the product with lot number 4186001 was sequestered. I have the devices that failed, and we can send the product back. Number of occurrences: 3.0. Sample available: true ( please each out to the member listed above with the return instructions of the sample.). Lot number: 4186001.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc stylet was difficult to remove. It was reported by customer that the stylet is not able to be removed from the IV catheter. This issue occurred 3 times on 1 shift, and it happened to 3 different nurses. All of the product with lot number 4186001 was sequestered. I have the devices that failed, and we can send the product back. Verbatim: rcc received a complaint via email. Email(s) attached facility contact: xxx department: xxx phone number: xxx email: xxxxx product catalog number:386865 product description:catheter intravenous straight cathena peripheral sterile ltx-free disposable us 18gx1.25in bc origin of the issue: nursing detail: product quality, owens and minor, catalog #386865, lot #4186001, contract #915,coid j9334 from what I understand, the stylet is not able to be removed from the IV catheter. This issue occured 3 times on 1 shift, and it happened to 3 different nurses. All of the product with lot number 4186001 was sequestered. I have the devices that failed, and we can send the product back. Number of occurrences: 3.0 sample available: true ( please each out to the member listed above with the return instructions of the sample.) Lot number: 4186001.